Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedances. Technical services (ts) stated no noise was observed. At this time, ts noted that the cause of the issue is not determined but suspects it might be related to lead integrity or physiological. This lv remains in service. No adverse patient effects were reported.